Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping"), pregnancy with contraceptive device ("pregnancy") and gestational diabetes ("gestational diabetes / complications of your unintended pregnancy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 and miscarriage. Concurrent conditions included abdominal hernia, vaginal discharge, fatty liver, impaired fasting glucose, fatigue and anemia. In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced gestational diabetes (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2015/bilateral removal of fallopian tube) and surgery (cesarean section). Essure treatment was not changed. At the time of the report, the abdominal pain lower, pregnancy with contraceptive device and fatigue outcome was unknown and the gestational diabetes, weight increased, vaginal haemorrhage and menorrhagia had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, fatigue, gestational diabetes, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, patient concomitant condition added, product information updated,events added as :-pregnancy on contraceptive device, gestational diabetes, vaginal hemorrhage, menorrhagia. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') and gestational diabetes ('gestational diabetes / complications of your unintended pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and miscarriage. Concurrent conditions included abdominal hernia, vaginal discharge, fatty liver, impaired fasting glucose, fatigue and anemia. In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced gestational diabetes (seriousness criterion medically significant), pain ("pain during pregnancy"), constipation ("constipation worse in this pregnancy") and abdominal distension ("bloating"). The patient was treated with surgery (cesarean section and pelvic surgery to try and alleviate the symptoms on (B)(6) 2015/bilateral removal of fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, pregnancy with contraceptive device, fatigue, pain, constipation and abdominal distension outcome was unknown and the gestational diabetes, weight increased, vaginal haemorrhage and menorrhagia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, constipation, fatigue, gestational diabetes, menorrhagia, pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events: pain, constipation, bloating were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, 61 days before insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2015). At the time of the report, the abdominal pain lower, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, fatigue and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.